Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument was having some thermal damage. The procedure was completed. No known impact to patient was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci the prograsp forceps instrument to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.